Manufacturer narrative:
It was reported that the valve does not close properly upon implant. The device was returned to abbott for investigation and leaflet function was considered normal with both leaflets opening and closing while having no asynchronous motion or leaflet malfunction. No anomalies were found with the valve leaflets. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing to ensure proper leaflet coaptation and hemodynamic performance, and the product met all specifications. The cause of the reported incomplete coaptation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 21mm sjm regent heart valve w/ flex cuff was chosen for a procedure. During preparation, the user test the leaflets' function using rubber hose and it was moving normally. Immediately after being implanted in the human body, it was noted that the valve does not close properly. The valve was removed and replaced with a new 22mm non-abbott valve while the patient was still on bypass. The patient was reported stable.